Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experience three events in which anti tachycardia pacing accelerated the patient's arrhythmia to ventricular fibrillation. A shock was delivered in all three events which converted the patient. A boston scientific technical services consultant explained device function to the caller and discussed programming options. No additional adverse patient effects were reported.